Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 215 mg/dl at the time of the incident. Customer stated that it was in her pocket. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with no button response due to the corroded keypad traces. There was no button error alarm on the pump. The pump was received with a minor scratched display window, a cracked case at display window corner, cracked battery tube threads, and a cracked reservoir tube lip.